Event description:
It was reported that the patient was unable to inflate his inflatable penile prosthesis (ipp). Upon revision, a fluid loss was identified due to the cylinder's silicone sheath beginning to peel off. Consequently, all the components were removed and replaced. No patient complications were reported.